Manufacturer narrative:
C2/d10 concomitant products grid: updated. D4 expiration date: updated. D4 gtin: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system(mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil was stiff and it couldn't be advanced from the microcatheter. After repeated pushing and pulling it detached prematurely. The subject coil was flushed from the microcatheter into the aneurysm. Information on the microcatheter used could not be obtained to assess compatibility. The device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the subject coil suddenly became very stiff in the midway and couldn¿t be pushed at all. The physician attempted to grasp the subject coil delivery wire with a gauze and advance it further, but it was too stiff to push forward. After repeated pushing and pulling for a while, the physician attempted to leave the subject coil in place, but an early detachment occurred. The subject coil remained inside the microcatheter. The physician then flushed the microcatheter with a syringe and left the subject coil in place. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject coil suddenly became very stiff in the midway and couldn¿t be pushed at all. The physician attempted to grasp the subject coil delivery wire with a gauze and advance it further, but it was too stiff to push forward. After repeated pushing and pulling for a while, the physician attempted to leave the subject coil in place, but an early detachment occurred. The subject coil remained inside the microcatheter. The physician then flushed the microcatheter with a syringe and left the subject coil in place. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.